Event description:
Pt receiving hydration of d5w with 80 meq na bicarb at 80 cc hr x 12 hr via flo gard pump via cvc line. Clave connector was changed x2 by mother of pt, due to breakage of white tip inside clave. Rn brought (1) of the connectors to office the other was trashed. Rn delivered clave connector to pt's home same day.